Event description:
Additional information received indicated that the right ventricular (rv) lead dislodgement resulted in inappropriate shock to the patient.

Manufacturer narrative:
The reported events were lead dislodgement and inappropriate shock stimulation. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood and tissue. After cleaning, the helix can be retracted and extended by applying torque directly at the connector pin. The full helix extension was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During an in-clinic follow up, the right ventricular (rv) lead was found to be dislodged, resulting in an episode of inadequate shock for the patient. The dislodgement was confirmed with diagnostic imaging. The rv lead was explanted and replaced to resolve the event. The patient was stable.